Manufacturer narrative:
Instructions for use have been revised, so the inner lumen of the iab catheter is connected to a continous fluid flush.

Event description:
Poor arterial pressure waveform noted. Possible thrombus on iab sensor so switched to radial artery pressure line for monitoring. No advese event reported, and iab evaluation is in progress.